Event description:
Additional information received on (B)(6) 2016 reported healthcare professional (hcp) was notified on (B)(6) 2016 about the pain around the pump and feeling a jolt. It was noted the hcp did not feel the loose object, but said, "well, we can take it out." Patient stated the pain and jolt from the pump were almost directly behind the center of the pump. Patient stated it felt like an electric jolt when it happened. It can last from a couple minutes to a couple hours. It was noted patient's activitychanged as patient flew across the country and had to use the pump more frequently. The night before the patient ever felt the pain the patient began to feel "a little b.b." Around the bottom of the pump pocket. No steps were currently taken to resolve the issue, and the issue had not been resolved.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that last night [(B)(6) 2016], the patient started having pain around the pump. It was noted the patient was in (B)(6) saying goodbye to his dad and requested healthcare providers (hcp) near him. It was further stated that "it feels like a bb rolling below it". It was also noted the patient thought his programming was 200 mcg continuous. It was later reported that the patient was feeling a jolt from his pump and no doctors would help him. It was recommended that the patient go to the emergency room or hospital if he needed urgent medical attention.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-dec-21 from a healthcare professional reported patient's pump and personal therapy manager device were working. It was noted they did not see any pump functional issues. Hcp did not know the "jolt", but will further investigate it. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.